Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, rupture and migration.

Event description:
Patient representative reported capsular contracture, baker grade iii, with increased chest pain, hardening and numbness also "various disorders" "suffers from muscle and joint pain, chronic exhaustion, fatigue, headache, rash and intestinal problems". A rupture was suspected and silicone deposits were found in the lymph nodes. The device remains implanted. This relates to the right side.